Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that an intervention was required to remove and replace the right ventricular (rv) lead due to oversensing short interval counts (sic) resulting from a lead fracture. No patient complications have been reported as a result of this event.